Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the while setting up the pump was turned on and immediately alarm for defective battery. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the while setting up the pump was turned on and immediately alarm for defective battery. There was no patient involvement. Received a copy of the customer's med watch report (uf# (B)(4)) from FDA which states," alaris pump plugged in and powered on to get drips ready for open heart patient. Once powered on pump immediately alarmed for defective battery-system will not operate. There was no patient involvement.